Event description:
During a routine follow-up interrogation, it was reported that a warning message stating, "warning: chargings aborted (>40s) " was displayed. All the tests that were performed including a charge time test were found normal and no problems were found with the operation of the device. The files from the programmer were sent to the MFR for review and a recommendation.

Manufacturer narrative:
2007. A warning message was displayed during a routine follow-up interrogation. A response from the MFR is pending.